Event description:
Baxter reports a leak from the tubing of a transfer set. The date of how long the set was in use is unk. There was no pt injury or medical intervention associated with thsi incident.